Event description:
The customer reported that the c-arm was not making x-ray, with r led blinking on the mainframe. The workstation was fully booted up. The customer noticed the problem in preparation for procedure, and was able to complete the procedure. No pt injuries were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the computer board, system interface for comparability with the new computer board in addition to all cables and connectors included in the cpu kit. This action corrected the slow boot problem, however, it still cannot make x-ray and was not seeing the generator node. He then replaced the monoblock, io transition board, and backplane. The unit booted-up error free, able to x-ray error free performed collimator calibration, check/verified monoblock operation and outputs. He checked the unit operations. The unit functions as intended.